Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 422 mg/dl the patient was dizzy and had tremors. For treatment, the patient was given intravenous (IV) of fluids, given food, glucagon and a viral test. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 1 day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.